Manufacturer narrative:
Additional narrative: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.: DHR review ¿ manufacturing location: bettlach. Manufacturing date: 30. Jul 2013. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed ¿ the investigation of the complained drill bits shows that both tips are very strongly distorted and broken off. The tips of the drill bits will not be returned for evaluation because the missing pieces remained in the patient¿s body. Unfortunately it is not able to be determined what the exact cause was that led to this occurrence. It is assumed that too much mechanical force had been applied during the surgery. The drill bits were analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complaint was alleged against two drill bits. The second drill bit was addressed under a separate report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional clarification: this complaint was alleged against two drill bits.this report is 1 of 2 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: a drill bit was broken during surgery. The tip of the drill bit was left in the patient's bone. This report is 1 of 1 for (B)(4).